Event description:
Boston scientific received information that information was received via the in home monitoring system that high out of range pacing impedances were displayed on the right ventricular lead. In addition noise was noted resulting in oversensing and asystole for > 2 seconds. It was also noted that right atrial lead impedances had been varying but were not out of range. Engineering analysis was requested. There was no clean evidence as to why the right ventricular pacing impedances had been out of range but then normalized and no noise or oversensing was reproduced during a follow up. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information provided noted that another alert was detected due to more high out range pacing impedances. At this time no change has taken place and the system remains implanted.

Manufacturer narrative:
Analysis by engineering discussed possible indication for the observed clinical allegations. Noted a possible lead or connection issue. At this time there has been no change to the system. Upon additional information this investigation will be updated.

Event description:
--

Manufacturer narrative:
At this time the system remains implanted. Engineering analysis is ongoing. Upon additional information this investigation will be updated.